Event description:
It was reported that device interrogation revealed several vf/svt episodes. The physician suspected the episodes were really "af" and inappropriate therapy was delivered. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at a subsequent patient followup, device interrogation revealed several new vf/vt/svt episodes. The physician suspected these new episodes were af. One inappropriate shock was delivered. The physician performed further reprogramming. The device remains implanted.